Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number was not provided. The incident information was reviewed; however, there was no reported device malfunction and the product was not returned. Cine was reviewed by an abbott vascular clinical specialist who concluded the following: imaging shows the delivery of an unspecified guide wire through both of the previously implanted stents both of which appear to have thrombus. The supera stent appears to have been deployed appropriately with an optimal stent pattern seen. The reported patient effects of claudication and thrombosis, as listed in the supera instructions for use are known adverse events associated with the use of a peripheral devices in native peripheral arteries. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the procedure was to treat a 100% stenosed, mildly tortuous, and moderately calcified lesion in the mid superficial femoral artery (sfa). A non-abbott stent was implanted in the proximal sfa followed by an unknown supera stent in the mid and distal part of the sfa fourteen months ago. The patient showed symptoms of a peripheral artery disease like claudication and was re-admitted on (B)(6) 2017 with total thrombotic occlusion of the sfa. The thrombosis was confirmed with ultrasound. The occlusion was treated with a thrombectomy device and multiple unknown coated balloon catheters. The vessel was open with a good 3 vessel outflow below the knee. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.